Event description:
On (B)(6) 2014, I had l2-s1 fused with two brackets and 10 screws. About a month ago, I bent over to adjust something and I felt extremely sharp pains in my back. Over the ensuing couple of weeks, my left leg went numb. After many x-rays and mris, my surgeon found that the top two screw fasteners had broken, thus allowing the l2-l3 disc to herniate. On (B)(6) 2015, I was operated on to remove the two offending screws and fasteners that broke, and replace them with two new screws and fasteners. Plus he cleaned out the heavily herniated disc and replaced it with a synthetic disc. I still have much back pain and my left leg is still partially numb. I cannot lift my left leg to climb stairs, and I need a cane to walk. L2-s1 back fusion. (B)(6); (B)(6) 2014 l2-l3 repair back fusion breaking by replacing 2 screws and two screw fasteners that had broken. (B)(6); (B)(6) 2015.